Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use with the bd vacutainer® sst blood collection tubes, the user observed sample quality issues of fibrin and red cell hang up after centrifugation in an unspecified amount of tubes. This increased the number of test repetitions and the presence of false positive and inconclusive results; however, there was no report of adverse patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-apr-2024. H.6 investigation summary: bd received 10 samples and 6 photos for investigation. The photos were reviewed and the indicated failure mode for red cell hang up and fibrin (fibrin strands) were observed. Additionally, the customer samples along with 200 retention samples from bd inventory, were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Further clinical testing could not be conducted as bd clinical laboratories are unable to test for infectious disease assays under current guidelines. Infectious disease assays are excluded from bd clinical laboratory protocols. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode , red cell hang up and fibrin(fibrin strands). It was unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during use with the bd vacutainer® sst blood collection tubes, the user observed sample quality issues of fibrin and red cell hang up after centrifugation in an unspecified amount of tubes. This increased the number of test repetitions and the presence of false positive and inconclusive results; however, there was no report of adverse patient impact.